Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found an unreported break situated at 18.9cm distal to the distal end of strain relief as well as an unreported kink located at 5.9cm distal to the distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-apr-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 16mm synergy drug-eluting stent was advanced, but failed to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a shaft break.